Event description:
During an atrial fibrillation procedure, fluid leakage was observed from the agilis 8.5f sheath hemostatic valve during flushing. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.